Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility reported that a burning smell emanated from the back of a 2008t hemodialysis (hd) machine. Follow-up information from the facility¿s on-site biomedical technician revealed that the cap on the capacitor of the power logic board had reportedly exploded. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res visually confirmed that the capacitor on the power logic board was damaged. There was no report of any other damage to the machine¿s components. The res replaced the power logic board and calibrated the voltage detection. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power logic board is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res visually confirmed that the capacitor on the power logic board was damaged. There was no report of any other damage to the machine¿s components. The res replaced the power logic board and calibrated the voltage detection. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power logic board was returned to the manufacturer for examination. A visual examination of the power logic board found that heat damage was present on capacitor c35. No other components were damaged around capacitor c35 and no burn damage was noted to the back of the board. Functional testing was performed by installing the power logic board in its as-received condition into a working unit; the machine failed to power on. Capacitor c35 and fuse si2 were replaced, and then the power logic board was re-installed. The unit was able to be powered on without issue. Additionally, the unit was put through a rinse, self-test, and a heat disinfect cycle and completed all programs without issue with the repaired power logic board installed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported event. A visual examination of the power logic board confirmed the presence of heat damage to capacitor c35. Therefore, the complaint has been deemed confirmed.